Event description:
See updated information on h10.

Manufacturer narrative:
A revision was completed and the devices were returned to nuvasive on 01/03/2022 along with the provided radiograph and confirmed the device malfunction. Examination of the returned fractured screw identified a high flexural load / low cycle fracture at approx 26 mm from the tip of the 40 mm shank and consistent with excessive loading. The patients post op activity levels as well or whether the patient experienced a fall is unknown. The patient was reported as obese. During revision the surgeon identified pseudarthrosis. The root cause of the fracture is identified as excessive loading and the suggested upsizing was completed during the revision procedure. No additional investigation required. "...potential adverse events and complications...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Updated information found in sections: b4, d4, g3, g6, h2, h3, h4, h6 h10.

Manufacturer narrative:
No product was returned for evaluation as the device is still in-situ although a revision is reportedly planned to replace the fractured screws with new larger ones. A provided lateral radiograph confirmed the device malfunction. The patients post op activity levels as well or whether the patient experienced a fall is unknown. It is unknown whether fusion occurred. Review of the provided information was inconclusive and the root cause cannot be determined at this time however the root cause is possibly related to excessive loading or post-operative physical activity. No additional investigation can be completed. "Potential adverse events and complications. As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."remains in-situ, revision hasnt occured.

Event description:
On (B)(6) 2020 a male patient, of larger size, underwent a transforaminal lumbar interbody fusion procedure from l2-s1. On a unknown date it was discovered the patient experienced bilateral fractures of the implants screws at the s1 level.